Manufacturer narrative:
Technician found that left siderail will not latch as it was physically broken. Replaced left siderail housing to resolve this issue.

Event description:
Complaint alleged that the left siderail will not latch.